Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the most recent status was the patient was charging normally with the system on and working. There was no cause or explication of the inability to charge known at this time.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID :97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient couldn't charge their ins because they were getting stuck on no device found (screen 16). They previously only had to charge the ins once. They numbers fluctuated in the 80s and 90s when in passive recharge mode. They patient reported seeing time out (screen 74). They confirmed they were able to get back to the passive recharge screens and it was reviewed that they should work through 3 ten minute cycles. They further reported that they were still trying to connect to charge the ins and had been through 15 cycles of passive recharge mode since they last called. A recharger replacement was requested. No symptoms reported. Additional information was received and it was reported that the patient received a replacement recharger. They weren't able to charge the ins. The controller displayed looking for device, checking the recharger for 1 hour, and they entered passive recharge mode several times with a middle number of 93. The controller wouldn't advance beyond passive recharge mode. The controller would display checking recharge quality 3 times prior to displaying no device found. They entered passive recharge mode with low 45, middle 93. The low number had changed. They had not been able to charge the ins for week due to the recharging issue and the ins was depleted. They performed a hard reset and the controller displayed the pairing screens. They pressed the implant and then put the recharger over the ins, but the controller displayed batteries low, recharge controller soon. A replacement controller was requested. Additional information was received and it was reported that the patient still couldn't charge the implant despite doing passive recharge mode. It was reviewed that they could try and disable/re-enable process and also setup the controller for a new implant.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial#: (B)(4). Product type: programmer patient. Product ID: 97755, serial#: (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.